Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer reported troubleshooting was performed, all the transducer tests and all found that turbine differential transducer failed. They fixed the main printed circuit board assembly (pcba) from other working machine into this machine it started to work normally. It was confirmed that the main pcba assy of this machine has failed under warranty.

Event description:
Hold for r.g. 1.20the customer reported to vyaire medical that the vela ventilator alarmed ventilator inoperable, low volume exhaled , low peak inspiratory pressure and motor fault after completing self- test. The customer confirmed that there was no patient involvement associated with the reported event.